Manufacturer narrative:
The customer only returned the suspected contour next link 2.4 meter (serial # (B)(4)). An in-house testing was performed using the returned meter and in-house contour next test strips from lot # 7mpec42a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided. The model # provided by the customer was incorrect, therefore not captured.

Event description:
The customer reported that she obtained erratic readings on a contour next link 2.4 meter. Between 1:44 a.m. And 10:26 p.m., she obtained following readings: 130 mg/dl, 189 mg/dl, 177 mg/dl, 133 mg/dl, 84 mg/dl, 69 mg/dl, 63 mg/dl, 167 mg/dl and 88 mg/dl. None of the readings were taken within 10 minutes. She presented symptoms of hyperglycemia such as thirstiness and vomiting with the readings of 133 mg/dl and 167 mg/dl. She received insulin from her insulin pump based on the reading of 189 mg/dl, but she did not feel better. She was taken to the hospital where several laboratory tests were performed for glucose and the difference between laboratory results and meter readings were 20 mg/dl. The customer did not know the specific readings. The customer had an episode of ketoacidosis and was treated in the hospital with intravenous infusion. The customer did not remember the exact treatment details, however she indicated that the treatment was mainly for dehydration and to control vomiting and pain. The customer was hospitalized for 9 days. Since the customer did not have test strips from the day of event, they are not expected to be returned. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.